Event description:
A cardioquip (cq) depot service manager notified cq service that there was brown discoloration within the internal tubing of this device, potential device contamination, during a depot repair. Cq director of operations and epidemiologist reviewed pictures of the tubing and recommended that hpc testing is conducted to provide a quantitative assessment of water quality. No patient was involved or harmed. Hpc test results outside of cq specifications for water quality were received on 12/10/24, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer have the device receive an internal water pathway replacement, or (2) participate in cardioquip's trade in program. These options would return the device to specification. These options were relayed to the customer via email on 12/10/2024. As of the date of this report, the customer has not responded to these options.